Manufacturer narrative:
The instrument was within qc specifications with respect to controls and reproducibility. Sensitivity for flagging was sent to [2222], which is mid-level setting for blasts and variant ly, imm ne 1 and imm ne 2. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. The analyzer was not evaluated. Raw data analysis was performed and determined that an instrument failure was a potential cause for the erroneous results generated. The root cause is unknown. This reportable event was identified during a retrospective review conducted between (B)(6), 2008 and (B)(6), 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous differential results with a specific pt sample when using the coulter lh 750 hematology analyzer. The differential results were determined to be erroneous based on rerun on the same analyzer and manual blood smear differential. The erroneous differential results were not reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.